Manufacturer narrative:
PMA/510k # exempt (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a ureteroscopy with laser lithotripsy and stone extraction procedure, the handle of the ngage nitinol stone extractor was catching and the basket stopped opening and closing. The procedure was successfully completed with another device of the same type. No adverse events have been reported as a result of the alleged malfunction.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
H6: evaluation conclusion code: cause not established (4315); investigation evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed which included a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The device was returned with the handle in the closed position and the basket formation was partially opened. The collet knob and male luer lock adapter (mlla) are tight. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. A functional test determined the handle does not actuate the basket formation. A visual examination noted the support sheath and basket assembly are bent over at the nose of the mlla. The expanded width of the basket formation measures 5 mm. The support sheath and basket sheath are still adhered. The basket formation cannot be manually actuated. The basket assembly appears to be stuck in the basket sheath. A review of the device history record found there were no non-conformances that would cause or contribute to the reported failure. A review of complaint history records revealed this complaint is the only one associated with lot number 8887278. The instructions for use (IFU) provides the following: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that would not open due to sheath damage. The sheath and support tube were found to be bent over at the handle. The bend prevented the basket subassembly from moving freely within the sheath when the handle was functioned. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling/use of the device. The IFU contains cautions about manipulating the device to prevent damage. Since no information related to the product handling is available: the definitive cause for the sheath damage was not established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.